Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic incisional hernia repair procedure on an unknown date straps were used to fixate the mesh. The patient developed a recurrent hernia on an unknown date. The defect has not been repaired at present time. Additional information as been requested.

Manufacturer narrative:
(B)(4). Hernia recurred. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-01223. The same patient is represented in each medwatch.